Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded that the fiber was received in one piece, there were no defects on the fiber body. During the microscopic analysis it was observed that the fiber tip was degraded. There was no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented severe burn marks. The fiber was functionally tested, and results affirmed the aiming beam was not present. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed, leading to the reported event. Due to no light exiting the connector face the black spots could not be observed. The allegation against the fiber having black spots could not be confirmed. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions that the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the reported allegation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is probable that the internal connector fracture of the fiber occurred during procedural handling of the fiber during setup or use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.

Event description:
It was reported that during a ureteral lithotripsy procedure, a black spot was found during the devices first use. The procedure was completed with another of same device without patient complications. Analysis of the returned device identified an internal connector fracture.